Event description:
User received discrepant results for troponin t. They recovered 0.42 ng per ml on the sample. The user questioned the result because the ck was low and because the test line looked "strange" on the strip. The result of 0.42 ng per ml was not reported. They reran the same sample on another analyzer and it gave a negative result (less than 0.03 ng per ml.) The same sample was run the next day and also gave a negative result. A separate sample tube from the same draw was tested for troponin t on another analyzer and gave a negative result. No numeric value was provided. If additional information is received, appropriate notification will be provided.